Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when pump is turned on it does not initially recognize the channels as connected. After removing and replacing channels, only left side is registering as connected. There was patient involvement but no harm.

Event description:
It was reported that when pump is turned on it does not initially recognize the channels as connected. After removing and replacing channels, only left side is registering as connected. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, b17 - device not returned. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? And manufacturer narrative, imdrf annex a, b, c, d, g codes, remedial action required, remedial action #. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the pump module not being recognized by the pc unit was identified and confirmed during testing. The suspect pc unit had pin damage on the 9th of the left iui connector, this produced the loss of communication between the pump module and the suspect pc unit. ¿ the inspection process found the presence of pin damage with the 9th pin of the left inter unit interface (iui) connector on the pcu exhibiting a continuity issue on the pin. ¿ during testing the pump module s/n 14233991 was found unresponsive while connected at the left side of the pcu due to the loss of communication between the pcu and the pump modules ¿ the damaged left iui connector on the pcu was temporarily replaced, and further testing found the system to operating as expected with no occurrence of ¿channel disconnected¿ alarms or having any other unexpected continuity issues occur at the left side of the pcu. The damaged left iui connector age was also noted to be over 16 years old . ¿ bd released a safety recall notification in june of 2020 that informed on the importance of inspecting iui connectors for damage. The notification stated, ¿bd is providing updated instructions for use, warnings, and cautions as part of this notice and will provide updated labeling (user manual addendum, service bulletin 630, and best practices for cleaning bd alaris¿ system devices quick reference guide) in august 2020.¿ ¿ bd released iui connector covers in october of 2017 as aids during the cleaning process to prevent contamination of the iui connector pins that might occur with cleaning the device. ¿ bd released on august 21, 2020, information on the availability of iui covers that can be used during cleaning. An updated cleaning video was included demonstrating the iui connector covers use during the cleaning process. The video is available on bd alaris¿ system cleaning (brightcove.net). ¿ it was noted during the inspection process that a third-party part was used on the alaris system. The part was not identified to have been the contributing factor for the reported incident; however, below notes bd¿s position on the use of third-party parts usage. ¿ bd does not recommend the use of third-party parts for the alaris system. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties. ¿ bd strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise in the alaris system user manual. Root cause: the cause of the reported issue for the communication loss is attributed to the observational finding of pin damage within the contact areas of the left inter unit interface (iui) connector on the pcu causing a continuity problem. The age of the iui being found to be over 16 years old is also a contributing factor. Note that this report lists imdrf annex a1801, c07, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.